Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in its reset. The malfunction code did not reoccur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.